Event description:
(B)(4). It was reported that in-stent (isr) restenosis and angina occurred. In (B)(6) 2012, the subject presented due to stable angina and was referred for cardiac catheterization. Subsequently index procedure was performed. Target lesion # 1 was a totally occluded, de novo lesion located in the mid right coronary artery (rca) with 100% stenosis and was 36 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with predilatation and placement of a 2.50 x 38 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal rca with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with predilatation and placement of a 2.75 x 24 mm promus element¿ plus stent with previously placed study stent in overlapping fashion. Following post dilatation, residual stenosis was 0%. Intravascular ultrasound (ivus) also revealed adequate study stent apposition and expansion. One day post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2014, the subject presented with a three-day history of chest pressure, left shoulder and arm pain after stopping clopidogrel for tooth extraction and was subsequently diagnosed with unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. Coronary angiography revealed 50% isr of the previously deployed study stent in the proximal segment with malapposed and under-expansion of proximal study stent; and 60% distal stenosis. The 50% isr of the previously deployed 2.75 x 24 mm promus element¿ plus stent located in the proximal rca was treated using a 3.0 x 15 mm non bsc cutting balloon, with 10% residual stenosis. Three days from admission, the event was considered resolved and the subject was discharged on clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).